Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs neurostimulator receiver on (B)(6) 2003. It was reported that he is not feeling stimulation and that his transmitter antenna is no longer functional. In an effort to resolve this matter, a replacement transmitter antenna was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.